Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) arm 1 was having issues. The procedure was completing converted to another dv system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the affected universal surgical manipulator (usm) to resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 1162 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the axes controller spar cannula (acsc) was inspected, but no faults could be identified. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure can be attributed to a fault of a component or module on the cannula housing and/or acsc printed circuit assembly (pca).